Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the meter alerted the used of an error 1 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/01/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the meter¿s history revealed a related issue. The meter powered on per normal operation and paired successfully with a test pump.